Event description:
A transfemoral valve-in-valve tavr case was performed to treat a pre-existing non-(B)(6) 25mm mosaic surgical heart valve with a 23mm sapien 3 ultra valve. The valve was successfully implanted in the patient. The failure mode of the surgical valve was stenosis and regurgitation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received for report mw5159846 on 10/22/2024 to update the manufacturer to medtronic, inc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).